Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable serious adverse event. Follow up contact was made with the patient on (B)(6) 2023. The patient confirmed that they had not been using a sensor for several days at the time of the medical intervention. The cgm did not cause or contribute to the adverse event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, seizure and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. On (B)(6) 2023, the patient was rushed to the hospital due to an unspecified sensor issue. The patient experienced seizure and passed out in the shower. The patient's daughter called the ambulance and was transported to the hospital. There the nurse took the fingerstick and bg (blood glucose) reading was 1021 mg/dl. The patient regained consciousness at the hospital, patient stated she was only told what the values were, she does not recall what the cgm (continuous glucose monitor) were and cannot remember any treatment provided at the hospital. The patient was discharged 5 days later. At the time of the report, the patient was okay and stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.